Event description:
It was reported that during a cardiac ablation procedure using the sphere-9 catheter, the physician experienced difficulty with the transseptal sheath and struggled with transseptal puncture due to abnormal patient anatomy. After successful completion of pulmonary vein isolation in the left atrium, the sphere-9 catheter was pulled back into the sheath and the system was moved into the right atrium for a cavotricuspid isthmus (cti) line. Mapping and ablation were performed, and following completion, a drop in the patient's blood pressure was observed. Intracardiac echocardiography identified a pericardial effusion. Cardiac perforation and pericardial effusion were managed by pericardiocentesis, during which 800 of fluid was removed. The patient was admitted to the intensive care unit overnight and was stable at the end of the day. The physician indicated that the transseptal puncture and sheath were believed to be the contributing factors. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.